Event description:
Incident as reported: laparoscopic appendix-predictive theatre - "surgeon deployed the applier down the trocar. He tried and loaded the first clip and ligated the vessel successfully. He fired approx 3 clips successfully, withdrew the applier. Asked for it again and began to fire the applier. On this occasion the applier jammed. Surgeon applied force to fire the clip and the one side of the jaws fell off. A c-arm was requested and under c-arm, you could clearly see the jaw of the applier inside the pt."

Manufacturer narrative:
Product has been rec'd and is currently undergoing engineer evaluation. A f/u report will be sent once more information has been obtained.